Event description:
This case was initially received via (B)(6) ((B)(4)) on 02-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of ovulation pain ("pain in tube on right side during ovulations") in a (B)(6) female patient who had essure (batch no. 3159669) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 3 months after insertion of essure, the patient experienced ovulation pain (seriousness criteria medically significant and intervention required), myalgia ("muscle pain"), arthralgia ("joint pain"), fatigue ("chronic significant crushing fatigue"), mobility decreased ("she felt like she had the body of a 70-year-old woman with moving difficulty") and dysmenorrhoea ("pain and fatigue worsened when she was ovulating and having her menstruations"). The patient was treated with surgery (removal of the inserts via hysterectomy and salpingectomy on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the ovulation pain, mobility decreased and dysmenorrhoea outcome was unknown and the myalgia, arthralgia and fatigue had resolved. The reporter provided no causality assessment for arthralgia, dysmenorrhoea, fatigue, mobility decreased, myalgia and ovulation pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 06-nov-2017 for the following meddra preferred term: ovulation pain: the analysis in the global safety database revealed 11 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 02-nov-2017. The most recent information was received on 13-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of ovulation pain ("pain in tube on right side during ovulations") in a (B)(6) year-old female patient who had essure (batch no. 3159669 (invalid)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 3 months after insertion of essure, the patient experienced ovulation pain (seriousness criteria medically significant and intervention required), myalgia ("muscle pain"), arthralgia ("joint pain"), fatigue ("chronic significant crushing fatigue"), mobility decreased ("she felt like she had the body of a (B)(6) year-old woman with moving difficulty") and dysmenorrhoea ("pain and fatigue worsened when she was ovulating and having her menstruations"). The patient was treated with surgery (removal of the inserts via hysterectomy and salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the ovulation pain, mobility decreased and dysmenorrhoea outcome was unknown and the myalgia, arthralgia and fatigue had resolved. The reporter provided no causality assessment for arthralgia, dysmenorrhoea, fatigue, mobility decreased, myalgia and ovulation pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 13-nov-2017 for the following meddra preferred term: ovulation pain: the analysis in the global safety database revealed 11 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-nov-2017: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.